Event description:
I have called the manufacturer zimmer about this unit " nexgen total knee solution" about the popping sounds, as well as the loosening feeling, and we can not forget the 24 hr pain that I suffer. Rx meds: 10/325 norco.